Event description:
A system error 2240 (air in line) was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 02:13:47. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. (B)(4) and a 510k number will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Upon further review of the complaint file, this complaint was determined to be a duplicate of complaint number (B)(4). Please reference submission report number 1423500-2011-16106 for information on the investigation.